Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.